Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with erroneous air in line alarms was confirmed by a baxter service technician. However, the evaluation is in the process of being completed. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with erroneous air in line alarms. This event was reported to have occurred in the sterile processing unit. This condition may have interrupted delivery. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The root cause of this condition could not be identified. Therefore, no actions were taken in order to correct this condition.